Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an echo it was determined that there was vegetation around the leads. The implantable cardioverter defibrillator (ICD) system was extracted. No further patient complications have been reported as a result of this event.